Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening, red particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening. Reason for reoperation: rupture.

Event description:
Health professional reported left side rupture. Device has been explanted.